Manufacturer narrative:
(B) (4).

Event description:
It was reported the neurostimulator device turned itself off on two separate occasions. The pt used the pt controller to turn themselves back on, so there were no adverse effects. There was no obvious reason the device turned off. The reported outcome indicated "the pt was fine". Additional info received indicated the device would not be extended.